Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 5.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 1 minute and a pinhole was noted near the tip part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.